Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was being revised for instability and possible loose tibia. Upon examination, it was determined that the tibia was well fixed, and the patient needed their joint line raised. It was decided to remove and replace the well fixed femoral component and liner. No further patient information available. Doi: 2018. Dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.